Manufacturer narrative:
A partial lead was returned for analysis in 1 segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient exhibited noise on the atrial lead. There were no adverse effects to the patient. During a device upgraded the atrial lead was explanted and replaced. The patient's condition post procedure was fine.